Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/03/2016 for investigation. However, the investigation could not be completed due to the condition in which the autopulse platform was received. The platform was contaminated with blood throughout the interior. The cause for the reported event could not be determined.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that after patient care with the autopulse platform (s/n (B)(4)) it would not power back on. The crew attempted to analyze the issue by using multiple known good batteries with the same results. There was no patient involved with this event. No additional information was provided.